Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, the cartridge o-ring was missing and the customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose value was 290 mg/dl. A replacement pump was sent to resolve the issues.